Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for extended charge time. There was high hv impedance. When attempting to perform a capacitor maintenance a "popping" sound was heard several times from the device the device was explanted and replaced. It was successful.

Manufacturer narrative:
(B)(4). Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the patient received a vibratory alert for extended charge time. When attempting to perform capacitor maintenance a "popping" sound was heard several times from the device. The device was explanted and replaced. The procedure was successfully performed.

Manufacturer narrative:
Complaint remaince on the device. (B)(4).

Event description:
Correction: it was reported that the patient received a vibratory alert for extended charge time. When attempting to perform capacitor maintenance a "popping" sound was heard several times from the device. Increased hv lead impedance was also observed. The device was explanted and replaced. The procedure was successfully performed.